Event description:
Device malfunction: difficult to deflate. Time of malfunction: during the procedure. Symptoms/ae: death. Time of symptoms/ae: 4a/m. 2006. It was reported that during advancing the stent up and over the horn, access right iliac to the left iliac lesion, the stent caught on some calcification and dislodged off the balloon. The stent dislodged in the right iliac in the horn. The physician was able to completely remove the stent by advancing a non-abbott 6x55 flexor sheath over the stent and capturing the stent and removing it from the patient. Another 8x58 omnilink stent was used and the stent delivery system (sds) crossed up and over the horn from the right iliac access. The stent was deployed in the lesion without incident. The balloon was inflated to 10 atms for 12 seconds; however, on fluoro the balloon was found to remain inflated. After pulling negative pressure several times, the balloon remained inflated. A non-abbott flexor sheath was advanced to try and retrieve the inflated balloon; however, unsuccessfully. At this time, the physician decided to inflate the balloon to burst rate and the balloon was inflated to 26 amps and the balloon intentionally was ruptured. When trying to remove the balloon, it detached from the shaft and the balloon remained in the vessel. A non-abbott flexor sheath was advanced in a left retrograde with a tissue harvest forceps to remove the detached balloon, but was unsuccessful. The tissue harvest forceps failed to grab the balloon and during fluoro, a vessel dissection was found. The medical opinion was the dissection was felt to be the result of using the tissue harvest forceps. A 14x40 agiltrac balloon was advanced and placed at the bifurcation of the aorta and inflated. The agiltrac was placed to prevent vessel closure. The patient was sent to surgery to repair the vessel dissection and retrieve the rupture and detached balloon. Surgery began at approximately 3 pm in 2006 and it was reported that the patient was doing fine through and after the surgery. The patient was reported to have expired at 4am on the next day and the cause of death is unavailable. No additional information available.